Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-14 insufficient blood sample applied to strip (user). Test strip UDI#: (B)(4). Note: manufacturer followed up with the customer couple of times, at call back on 03/21/2019, the customer reported still not feeling well with symptoms of headache and increased thirst. No medical intervention since the last call was reported. Customer had performed a blood glucose test that morning and obtained a result of 283 mg/dl. Unable to contact the customer via telephone at call back on 03/25/2019.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred when the blood sample was absorbed. The customer was using the correct test strips. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 07/29/2020 and open vial date is 03/12/2019. At the time of the call, the customer reported symptoms of feeling weak and a headache. Customer also stated she was stressed. Customer was instructed to seek medical attention. During the call a back to back blood test was performed by the customer and produced test results of e-2 using meter.